Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Getinge became informed of an issue with a steam sterilizer 533hc device with serial number (B)(6). As it was stated the significant overheating occurred on the gts30 boiler used with the device. There was no injury reported, however it was decided to report this issue based in the abundance of caution. When reviewing reportable events for this type of issues we were able to establish that the received incident is the first one registered in getinge complaint handling systems for boiler overheating on 500 series devices. Fortunately, the event has not led to serious injury or worse. The device received preventive maintenance performed on june, 2019. When the event occurred, the device did not meet its specification and it contributed to event. The provided information did not indicate that the device was being used for patient treatment when the event took place. Based on performed root cause analysis we conclude that the smoke occurrence from steam sterilizer boiler was caused by boiler overheating. It appears the most likely cause for the event relates to fact there was no water in boiler and water level probes were malfunctioning due to mineral deposits. Severe risk in such a situation is mitigated by device design and installation requirements, including branch circuit protection and electrical disconnects. The devices comply with iec 61010-1 for electrical safety. The remaining risk would be incidental and caused by unexpected panic reactions including unwarranted evacuation or similar.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufaturer reference number: (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. H3 other text : device not returned to the manufacturer.

Event description:
On 30th july, 2019 getinge became aware about an issue with one of the steam sterilizer- 533hc. As it was stated the significant overheating occurred on the gts30 boiler used with the device. There was no injury reported, however it was decided to report this issue based on the potential, as a significant overheating might cause an adverse event.